Event description:
Patient was being fed using a pump. 400 ml of an enteral feeding solution were hung, and the pump was set to deliver 50 ml/hr. 400 ml were delivered in 1 hour. Following the event, the patient vomitted. Patient's family member aspirated stomach contents via unknown means. There was no illness, injury or medical intervention resulting from the event. One patient involved.